Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the lips. 6 weeks later, patient was injected with juvéderm® volite in the hands. 5 days later, patient presented with "dense formation" in the hands, "dense formation" was reported to have presented in the lips 3 days later. Swelling in the lips, and minor itchiness in the hands was noted. There was no pain. No signs of inflammation in the lips. Patient was diagnosed with "chronic autoimmune thyroiditis". Patient was treated with "klacid® 250mg, bid; movalis® 7.5mg", and "suprastinex® 1 tab qd". Symptoms are ongoing